Event description:
Medtronic (covidien) received report that during a flow diversion treatment of an unruptured fusiform mid-basilar artery aneurysm, the physician reported that one pipeline flex device would not open distally. The anatomy was reported to be moderately tortuous. A pipeline flex was inserted through microcatheter to be deployed in the right posterior cerebral artery (pca). The distal section of the pipeline flex did not open fully, yet the middle section did open. The physician attempted to resheath the pipeline and it could not be resheathed. Resistance was met near the tip of the catheter and the physician could only resheath the device once, partially due to the resistance. Other manipulations of the system were limited because the wire tip was in the posterior communicating artery (pcom). The pipeline flex device was removed by pulling the system out. The procedure was aborted and patient was extubated without issue. Patient remained in the hospital as he was already admitted for other reasons. The patient was ultimately treated with pipeline successfully. No patient injury was reported as a result of this procedure.

Manufacturer narrative:
Off label use: in this case, the aneurysm was located in the basilar artery aneurysm according to the instruction for use the pipeline¿ flex embolization device is indicated for the endovascular treatment of adults (22 years of age or older) with large or giant wide-necked intracranial aneurysms (ias) in the internal carotid artery from the petrous to the superior hypophyseal segments. The lot history records of the reported lot numbers have been reviewed and no quality issues were noted. The microcatheter, pushwire and pipeline were returned for evaluation. The pushwire was found inside the catheter. Approximately 2.0 cm of the distal segment of the pipeline was found to be extended out of the catheter tip. The distal end of the pipeline was not opened due to damaged braid. The proximal end of the pipeline was found fully opened with damaged braid. The pushwire appeared to be bent. The catheter body was found to be accordioned at two different locations close to the distal end. An in-house mandrel was inserted through the catheter tip and hub and it got stuck at the damaged locations. No other anomalies were observed. Based on the above findings, the customer's complaints were confirmed. It is possible that the tortuous anatomy and the damage to the pushwires, braids and catheters may have contributed to the reported issues subsequently causing failure/incomplete to open distal flex and failure to resheath. However, the cause for damages could not be determined. All products are 100% inspected for damage and irregularities during manufacture.